Event description:
After incision and suturing of trocar for laparoscopic cholecystectomy, it was noted that a portion of the tip of the needleholder was broken off. Visual inspection of wound was done and xrays were taken. Exploration of umbilical wound revealed small piece of metal which was removed. Incident increased surgery time by approximately one (1) hour. Pt was discharged on 12/16/98 as usual with no ill effects noted. This event type is occurring below the frequency and severity that are usual for this device.